Manufacturer narrative:
A review of the ion system logs for the reported procedure was conducted. The investigation revealed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that after an ion biopsy procedure, the patient experienced a pneumothorax, which required the placement of a chest tube and hospitalization for prolonged monitoring. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Per the physician, the cause of the pneumothorax was the risk of doing the biopsy and the ion system worked as designed.